Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had elevated power and flow on the night of (B)(6) 2022. Their log files were sent to technical services for review and they confirmed the power and flow elevations occurred between the hours of 1:22 am and 6:25 am. These events did not trigger any alarms. The elevated pump power and flow resolved spontaneously. They were treated with intravenous heparin and warfarin. A ramp transthoracic echocardiogram (tte) was performed and a thrombus was not able to be confirmed.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The account later reported that the cause of the elevated power and flows was thrombus. The patient was administered intravenous (IV) heparin. Ramp transthoracic echocardiogram (tte), transesophageal echocardiogram (tee), and doppler ultrasound of bilateral lower extremity were performed. Tee noted a patent foramen ovale (pfo) with right-to-left shunt. It was reported that the elevated powers and flows resolved spontaneously. It was unable to be confirmed if the thrombus resolved, there was no residual thrombus noted on echocardiogram or deep vein thrombosis on the lower extremity ultrasound. The patient was discharged on warfarin.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported thrombus was confirmed via a computed tomography (CT) scan provided by the account. The controller event log file contained data spanning from 04may2022 at 22:16:49 to 06may2022 at 11:29:32, per the timestamp. No notable alarms were captured. On (B)(6) 2022, from 01:22:24 to 06:25:54, elevations in pump power between 6.3-8.6w were recorded. The controller periodic log file contained data spanning from on (B)(6) 2021 at 12:50:50 to on (B)(6) 2022 at 12:24:53, per the timestamp. The pump appeared to have been operating as intended. The patient reported elevated pump powers/estimated pump flows in the early hours on (B)(6) 2022 and stated that they were asymptomatic at the time of the event. The elevated pump parameters resolved spontaneously and were later attributed to thrombus. The patient¿s international normalized ratio (inr) was less than 2.0 due to dietary changes and the patient had increased their warfarin dose without bridging. The patient was administered intravenous heparin with warfarin for bridging, underwent a ramp transthoracic echocardiogram (tte), transesophageal echocardiogram (tee), and a doppler ultrasound of the bilateral low extremity (ble). The tee revealed a patent foramen ovale (pfo) with a right-to-left shunt, that was not noted prior to ventricular assist device (vad) implant. The patient was ultimately discharged with a target inr of 2-3 and no residual thrombus/deep venous thrombus was noted on an echocardiogram/lower extremity ultrasound. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Thromboembolism is also listed as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended international normalized ratio range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.